Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error prevented user login due to the c drive being full. A field service engineer attempted to dial in remotely before heading to the site. Once fse arrived, after gaining access, fse pulled the station down to windows and found that the c drive was full. Fse discovered an mssqlserver log file that was over 18 gb and deleted it. After the cleanup, the station and medapp began working properly. The customer signed in to the station successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fatal error occurred on main screen and the reporting nurse was unable to login to the device. However, there were no delays or adverse events or injuries reported based on this event.